Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces.

Event description:
It was reported that the customer's insulin pump was not working properly. Her son splashed water on her insulin pump. Her blood glucose level was 198 mg/dl. The arrow keys were scrolling without end. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.